Event description:
It was reported that the implantable cardioverter defibrillator, atrial lead and right ventricular lead were explanted because the incision opened up. The patient was stable throughout the whole procedure.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. Analysis was normal. No anomalies were found. The damage found was sustained during procedure.